Event description:
It was reported that the power module had a damaged internal backup battery clip. The device was taken out of use.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged power module internal backup battery clip was confirmed. The power module serial number (B)(6) was returned and evaluated at edc service center. Visual inspection confirmed the power module internal backup battery clip was damaged. Further evaluation confirmed that both wires were still intact and properly connected to the metal contacts on the clip and the pcb (printed circuit board) connector. Although the damage to the clip appeared mechanical the specific root cause was not able to be determined. The device history records were reviewed, and the records revealed that the power module was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook and instruction for use (IFU) explain all alarms and the proper actions to take if the alarms cannot be resolved. The documents referenced above also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate power module IFU "setting up the power module (pm) prior to use" and the section titled "inspection, cleaning & maintenance") both instruct users to check for damage, including cracks, in their power module before use. No further information was provided. The manufacturer is closing the file on this event.